Manufacturer narrative:
The customer reported that the bed's CPR handles of the envella bed were not functioning properly, causing the head of the bed to be down and the foot of the bed to be up, and the patient was uncomfortable. The customer also reported that no harm occurred with this event. No medical intervention was noted for the reported discomfort. The envella bed is intended to help treat or prevent pressure injuries, treat severe or extensive burns, or aid in circulation. The bed¿s fluidization system, in the lower portion of the bed, is composed of microspheres (beads) put in motion by the bed¿s air system causing the beads to take on the properties of fluid that the patient¿s body can float in. The bed contains a CPR release handle on both sides of the upper frame in between the attachment points for the head and intermediate siderails. When the CPR switch is activated the bed's head section lowers to the flat position, air fluidization turns off, and the surface cushions deflate within two minutes. The inspection of the bed by a hillrom technician noted that CPR handle was completely broken off the bed, and the back panel drive lugs were broken. The technician replaced the associated parts and noted the bed then functioned as designed. In this event, it was reported that the patient experienced discomfort due to the positioning of the bed. Discomfort is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. Discomfort may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. Additionally, the customer confirmed that no harm occurred, thus the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The noted inspection findings of a broken CPR handle and associated parts would not allow the CPR control to be engaged. Thus, if the reported malfunction were to recur, it could cause or contribute to a serious injury or death.

Event description:
The customer reported that the bed's CPR handles of the envella bed were not functioning properly, causing the head of the bed to be down and the foot of the bed to be up, and the patient was uncomfortable. The customer also reported that no harm occurred with this event. No medical intervention was noted for the reported discomfort. This report was filed in our complaint handling system as complaint #(B)(4).